Event description:
It was reported that the patient was admitted to the hospital with multiple shocks due to the right ventricular (rv) lead fracture. There was also short v-v intervals and small r waves on the right ventricular (rv) lead. The lead was capped and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.